Event description:
It was reported that following a vns generator replacement surgery, the patient reported not thinking the vns was working, although magnet mode stimulation could be felt. It was also noted that the patient was having an increase in seizures. The vns device was checked and diagnostics were confirmed to be within normal limits. The patient's settings were increased so that the patient could feel the stimulation. No known surgical intervention has occurred to date. No additional relevant information has been received to date.